Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The dilator does feel loose when moving it in and out of the cannula. The dilator outer diameter (od) was was measured to be approximately 0.268 inches using a keyence scope, the specification, has the od to be 0.268 to 0.274 inches the cannula inner diameter (ID) was measured to be approximately 0.275 inches using a plug gage, the specification, has the ID to be 0.272 to 0.280 inches both items are within specification. The reason for return was confirmed for being loose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that the customer placed the device, then immediately removed it asking for another one. The customer stated that it was clearly faulty, as the stylet was loose. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the fault of the cannula was that the stylet was loose. The customer used the initial insertion site when replacing the cannula. There was no blood loss as a result. There was no transfusion required. Medtronic received additional information that the issue is that once arterial cannulation has occurred before the blunt inner dilator is removed that with some cannula, this white inner dilator stays in place, with no blood leakage out the tip however on multiple occasions, once the cannula has been pushed into place, the inner white dilator moves out just with the pressure of the blood (which is always at a systolic of approximately 90mmhg) and sometimes the blood leaks out of the top of the cannula, even when the dilator is still in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.